Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s stimulation had been increased because he kept going many times at night, but sometimes stimulation was increased too high where he was feeling discomfort and it was decreased back down again. The patient just wanted to turn stimulation completely off since he was having a loss of therapeutic effect. When using the patient programmer, the reporter saw the poor communication screen when trying to sync and pressing the stimulation off button. The reporter could palpate the area and feel the implantable neurostimulator (ins) site. The programmer was synced successfully, which resolved the issue with the programmer.

Event description:
It was initially reported on (B)(6) 2014 that a problem with the patient programmer was reported. The patient was not able to adjust stimulation. It was reviewed that upper limit was reached. Splash screen on patient programmer was noted. The patient saw the interstim icon splash screen on tuesday, (B)(6) 2014. The patient had never changed the batteries in the programmer. The caller started to try and change the batteries and had to disconnect the call. She said she would change the batteries and call back if the issue persists. The patient called back and she indicated the batteries resolved the splash screen on the programmer. The patient tried to increase to 3.85 and then she reached the upper limit. The patient was not feeling stimulation at 3.85. The patient wanted to try changing programs. The patient moved from program 3 to program 4 and the patient was at 6.4. It was confirmed that the stimulation was off. The caller turned the stimulation on and increased to 6.5 and the patient confirmed that he felt stimulation. It was later reported that the patient was not able to adjust stimulation. The patient could not go above 4.85v. It was reviewed that upper limit was reached. The patient was able to switch to program 1 at 1.76v and the patient now felt the stimulation. It was noted that the patient was experiencing a loss of therapeutic effect. There was no known accident or incident related to this complaint. No falls or trauma were noted. Starting about one week ago, the patient was going 7-8 times whereas before he was only going 5-6 times. They wanted to increase stimulation higher initially because the patient wasn't feeling the stimulation. The following service or education issue was observed by the patient services agent: the patient lacked basic understanding of the therapy. The patient services agent explained that with the permanent device it isn't required that patient feel stimulation at all times as that will vary; rather focus on symptom control. The patient's hcp (healthcare provider) was on vacation right now however the patient had an appointment next week. It was later reported that the patient was at the doctor on (B)(6) 2014 and had been trying to reach the doctor today, but the line was busy. The patient was experiencing a loss of therapeutic effect with loss of bladder control, frequent urination and not able to completely empty bladder. The patient was reprogrammed 6 months ago. There was no known accident or incident related to this complaint. Symptoms started coming back 4 to 5 months ago. They had been trying different groups and amps. It was noted: "sometimes it helps for a while." Currently the patient was on group 1 at 5.90 and 1.60 at night. The patient's spouse noted: "he goes every hour." However, he can't completely empty his bladder "he goes a little bit each time, like every half hour. He can't start either." On (B)(6) the doctor "took pictures of his bladder and it's holding a lot of urine, but she didn't tell me to do any changes." The patient's spouse confirmed they had gone through all the programs and tried different settings over the past 4 -5 months. It was noted that all programs "worked about the same. No matter what we tried. It works for a day or two or a week and then it stops." On (B)(6) 2014, at the doctor, it took the patient 30 minutes to give a urine sample. They wanted to try another program, "but I don't know how to do it." The patient's spouse synced with ins, but was unable to navigate to program 2. Patient services had spouse turn the patient program off. The patient's spouse was not able to change to program 2. It was at 4.60. It was noted not being able to adjust stimulation. Patient services had spouse try with and without the antenna and was able to sync with the antenna and select program 2. This was too strong for the patient and hurt in the "left testicle." Spouse lowered to 4.0 which was still too strong. Patient services had spouse turn the ins off and lower to 2.0 (spouse stated it would not go any lower), it was turned on and increased to "2.07" the patient felt stim and wanted to stay at this setting. Spouse kept saying "2.07" rather than 2.70. The caller provided different settings for the stim. Patient services was able to verify that program 1 was set on 5.90. The patient later reported that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were not resolved. Appointment date was noted as november 26. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was also noted that the patient was still having concerns with their device or therapy but had not sought further help. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0d0dz, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).